Event description:
A journal article was reviewed that contained information regarding this lead. The patient presented to the institution for lead extraction after being diagnosed with a (B)(6) device-related infection. During the extraction procedure, the lobes would not fully undeploy. With difficulty, the lead was extracted. It was noted that there was "fibrotic tissue growth" into the loops of the lead. This was confirmed by pathology. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "fibrotic tissue growth into the extendable lobes of an active fixation coronary sinus lead can complicate extraction." Pacing and clinical electrophysiology: pace. 2011;34(7):e64-e65.